Event description:
Limited information was reported through a legal event that a patient was implanted with statice on (B)(6) 2013. The form also indicates that on an unspecified date, the statice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No statice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the statice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Additionally, the patient underwent a repair of recurrent ventral hernia repair with strattice device lot number s11097-181 and 1620002 on 24/jun/2013. Patient experienced necrotic open abdominal wound and abdominal wall necrosis. Patient underwent 3 revisions post implantation for abdominal wall infection on (B)(6) 2013. As per the ppf form, the patient claims: infection of abdominal wall, wound infection. The form lists the condition that was treated: on (B)(6) 2013 - necrotic open abdominal wound. On (B)(6) 2013 - abdominal wall necrosis.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, b3, b5, d1, d4, h4, h6.